Event description:
It was reported that a patient experienced a cardiac tamponade and pleural effusion, also that the versacross wire punctured the patient's left atrium roof. The device was removed, and the procedure was aborted. Also, a faradrive sheath presented a valve malfunction. Shortly after crossing transseptal, patient acquired a large pericardial effusion requiring intervention due to threatened tamponade. Pericardial drains were placed. The patient received several units of prbc patient to admit to ICU; 1.7 l of blood was removed. Pericardial drain x 2 was inserted. Patient was intubated/sedated prior to this. Patient, in total, received 5 units prbcs, 1 unit ffp, 1 unit platelet, kcentranormotensive/borderline hypertensive-- start cleviprex/as needed hydralazine for hypertension. Bilateral pleural effusions required left-sided thoracentesis. On (B)(6) 2025 the thoracentesis catheter was then threaded without difficulty. The patient had 400 cc of serosanguineous removed. Throughout admission patient did convert to atrial fibrillation, amiodarone-initiated gtt. However, did not convert to sinus rhythm. Amiodarone discontinued, toprol initiated 25 mg twice daily. Patient to resume xarelto on (B)(6) 2025. Patient was admitted on (B)(6) 2025 and discharged on (B)(6) 2025. Per additional information received, echo- lvef around 60%, what appeared to be clotted blood around the pericardium, no active pericardial effusion. Daily echos on (B)(6) 2026. Cbc, cmp, blood gases. Daily labs while admitted on (B)(6) 2025. Chest xrays daily - no evidence of acute cardiopulmonary process. - chest xrays daily on (B)(6) 2025. Chest ultrasound-minimal right pleural effusion. Right pleural effusion volume appears inadequate for thoracentesis. Small/moderate left pleural effusion. 5 units prbcs, 1 unit ffp, 1 unit platelet, kcentra. Pericardiocentesis and pericardotomy were required.

Manufacturer narrative:
Device technical analysis: the device was not returned; therefore, a technical analysis of the complaint device could not be completed. Device history record review: a device history record review could not be conducted due to no upn available. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of cardiac tamponade, pleural effusion, cardiac trauma, pericardial effusion and hypertension were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade, hypotension, pleural effusion and cardiac perforation are known inherent risk of the versacross connect access solution for faradrive device.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that during a procedure the versacross wire punctured the patient's left atrium roof. The device was removed, and the procedure was aborted. It is unknown if the device is expected to be returning.

Event description:
It was reported that the versacross wire punctured the patient's left atrium roof. The device was removed, and the procedure was aborted. Additional information was received. The patient was reported to also have experienced cardiac tamponade which required unexpected medical treatment including prolonged hospitalization with intensive care and a blood transfusion. The device is expected to be returned for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Correction to the follow-up 1,MDR in block(s) b5 and h10 to denote the duplication of events

Event description:
It was reported that a patient experienced a cardiac tamponade and pleural effusion, also that the versacross wire punctured the patient's left atrium roof. The device was removed, and the procedure was aborted. Also a faradrive sheath presented a valve malfunction. Shortly after crossing transseptal, patient acquired a large pericardial effusion requiring intervention due to threatened tamponade. Pericardial drains were placed. The patient received several units of prbc patient to admit to ICU; 1.7 l of blood was removed. Pericardial drain x 2 was inserted. Patient was intubated/sedated prior to this. Patient, in total, received 5 units prbcs, 1 unit ffp, 1 unit platelet, kcentranormotensive/borderline hypertensive-- start cleviprex/as needed hydralazine for hypertension. Bilateral pleural effusions required left-sided thoracentesis.on (B)(6) 2025 the thoracentesis catheter was then threaded without difficulty. The patient had 400 cc of serosanguineous removed. Throughout admission patient did convert to atrial fibrillation, amiodarone-initiated gtt. However, did not convert to sinus rhythm. Amiodarone discontinued, toprol initiated 25 mg twice daily. Patient to resume xarelto on (B)(6) 2025. Patient was admitted on (B)(6) 2025 and discharged on (B)(6) 2025. Per additional information received, echo- lvef around 60%, what appeared to be clotted blood around the pericardium, no active pericardial effusion. Daily echos on (B)(6) 2026. Cbc, cmp, blood gases. Daily labs while admitted (B)(6) 2025. Chest xrays daily - no evidence of acute cardiopulmonary process. - chest xrays daily (B)(6) 2025. Chest ultrasound-minimal right pleural effusion. Right pleural effusion volume appears inadequate for thoracentesis. Small/moderate left pleural effusion. 5 units prbcs, 1 unit ffp, 1 unit platelet, kcentra. Pericardiocentesis and pericardotomy were required.